Manufacturer narrative:
Sections b6 and b7 were updated. The troponin t hs result normalized after the patient stopped the traditional chinese medication, hinting at a temporary interference with the traditional chinese medication. A general instrument or reagent issue can be excluded as the phenomenon was patient-specific. The investigation did not identify a product problem. The root cause was consistent with a temporary interference with the traditional chinese medication.

Event description:
We received an allegation about discrepant results for 4 patients' serum/plasma samples tested with elecsys tnt hs (tnths) stat assay on a cobas 8000 cobas e602 immunoassay analyzer. Sample 1 (patient 1) was tested on (B)(6)2024 using the tnths stat reagent lot number 74311501. The tnths stat result was 0.212 ug/l while the troponin I (tni) result was < 0.012 ug/l. Sample 2, sample 3, and sample 4 were initially tested and repeated on (B)(6)2024 using the tnths stat reagent lot number 74311500. Sample 2 (patient 2): initial result: 0.418 ug/l. Repeat result: 0.177 ug/l. Sample 3 (patient 3): initial result: 0.057 ug/l. Repeat result: 0.024 ug/l. Sample 4 (patient 4): initial result: 0.517 ug/l. 1st repeat result: 0.080 ug/l. 2nd repeat result: 0.138 ug/l.

Manufacturer narrative:
The cobas e602 module serial number was (B)(6). The customer suspected an interfering substance in sample 1. The investigation is ongoing.